Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since pedicle screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the deviation of the pedicle screws was detected by the surgeon with a post-placement intra-operative control CT scan before finalizing the surgery, and the screws were replaced (re-positioned) successfully with navigation at the very same surgery. The final outcome of this surgery was successful as intended, with all screw placements correct at the end of the surgery. There was no (direct or increased) risk to harm a critical structure (e.g. Spinal cord or connected nerves or blood vessels) due to this issue. There was no harm or negative effect to the patient due to the deviating screw placements, also not due to prolong of surgery/anesthesia (of ca. 30-60min) due to this issue. There were further no remedial actions necessary, done or planned for this patient. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the main root cause for the deviation of the screw placements, by ca. 2.5mm lateral from the intended position in the left side lower thoracic vertebrae, is a movement of the navigation reference array during the surgery in relation to or with the vertebra on which it was attached (t1), due to inadvertent forces applied to the reference array at the surgery (e.g. Bumping to the array) after the registration to navigation. This array movement led to a shift between the navigation display of the image dataset and the actual patient anatomy. Apparently the resulting deviation of the navigation display was not recognized by the user before the placement of the affected pedicle screws with the necessary navigation accuracy verification throughout the procedure. A further contributing factor, that might have added to the deviation, is: a relative movement of the vertebrae operated on in relation to the vertebra on which the reference array was attached (t1), due to the general instability of the spine at t2, and a non-rigid connection of the bones when applying forces during the surgery, leading to a shift between the navigation display of the (pre-placement) image dataset and the actual current patient anatomy. These vertebra movements relative to the navigation reference array during e.g. Hardware placement, cannot be recognized by the navigation system when displaying tracked instrument positions on the pre-surgery (registration) image. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the spine for an exploration of an existing posterior cervical thoracic fusion, extension to t6 and a t2 corpectomy, with intended placement of 10 pedicle screws bilateral in vertebrae t1-t6, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 2.6. During the procedure the surgeon: positioned the patient in prone position on the or table. Attached the navigation reference array on vertebra t1. Acquired an intra-operative (pre-surgery) CT scan with automatic image registration to match the display of the navigation to the current patient anatomy. Verified the accuracy of the patient registration in the navigation and accepted the registration to proceed. Used the navigated drill guide with drill bit 2.6mm to open the cortical bone (pilot holes) bilaterally on vertebrae t1 and t3-t6, and following the openings placed the corresponding 10 pedicle screws with a navigated non-brainlab screwdriver calibrated to the navigation. Performed an intra-operative post placement control CT scan to verify the screw placements. Determined that of the ten (10) pedicle screws, the five (5) left side lower thoracic screws (left t1, and left t3-t6) deviated by ca. 2.5mm to the left lateral from the intended positions, and decided to correct these screw positions at the same surgery. Acquired another intra-operative CT scan with automatic image registration with reference array mounted to c2, verified and accepted the registration accuracy to proceed. Re-placed (re-positioned) the deviating five (5) left side lower thoracic screws at the same surgery with navigation, and verified the correct positions with a final intra-operative post placement control CT scan. Completed the surgery successfully as intended with all screw placements correct at the end of the surgery. According to the surgeon: the deviation of the pedicle screws was detected by the surgeon with a post-placement intra-operative control CT scan before finalizing the surgery, and the screws were replaced (re-positioned) successfully with navigation at the very same surgery. The final outcome of this surgery was successful as intended, with all screw placements correct at the end of the surgery. There was no (direct or increased) risk to harm a critical structure (e.g. Spinal cord or connected nerves or blood vessels) due to this issue. There was no harm or negative effect to the patient due to the deviating screw placements, also not due to prolong of surgery/anesthesia (of ca. 30-60min) due to this issue. There were further no remedial actions necessary, done or planned for this patient. Hospitalization was not prolonged either.